Event description:
It was reported that during treatment of an aneurysm of the superior mesenteric artery (sma), an embolization coil implant was in the process of being deployed when the microcatheter moved, causing the coil to stretch and break in the middle. The physician did not want to push the stretched segment into the aneurysm, as they thought that the stretched segment would cover the opening of the aneurysm, so the physician continued treatment of the aneurysm from another branch. After the aneurysm was occluded, some of the stretched segment was pushed into the aneurysm, but the remainder of stretched portion extended into the aorta. It was not removed as it was entangled with the coil mass in the aneurysm. The procedure was completed and the patient will be followed up with. There was no reported patient injury.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not available for return to the manufacturer for analysis. Medical imaging was not provided. Therefore, the reported event could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Manufacturer narrative:
H11: correction: section e.

Manufacturer narrative:
Additional information was received via email stating that at this time it is unknown whether or not there was a second procedure or medication given to the patient. No additional information is available.